Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the returned tibial insert found at the posterior surface evidence of wear consistent with the implants intended use and did not identify any product issues. Deformations marks along of the posterior grooves that is designed to slide into the locking feature of the mating tibial tray were not visible. The mating tibial tray component was not returned, therefore, a functional test was not able to be performed and the difficulty/inability to assemble mating devices cannot be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the surgery was performed via tka. In the surgery, the surgeon fixed tibial tray (no. 7) and femur ps right (no. 8) with cement. When he inserted the inserter ps 5 mm (no.8), it went in easily with little effort. When he checked, the back was floating, and the inserter was not installed correctly. No matter how many times he tried, he could not install it correctly. He changed the inserter to ps 6 mm(no.8) and it was installed correctly. The surgery was completed successfully without any surgical delay. He commented that the locking mechanism must have been broken. No further information is available.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.